Event description:
A report was received that the patient was having frequent ipg charging due to the age of the device. The patient will undergo a battery replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physicians preference. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was having frequent ipg charging due to the age of the device. The patient will undergo a battery replacement procedure.